Event description:
It was reported that the target lesion was in the proximal right coronary artery (rca) with heavy tortuosity, heavy calcification and 99% stenosis. The mini trek 1.2 x 6 mm balloon was delivered toward the lesion. Resistance was reported during crossing the lesion, but the balloon was able to cross. It was inflated, but it ruptured at the first inflation of 6 atmostpheres (atm). It was switched out for a new mini trek 1.2 x 6 mm balloon. Resistance was also reported during crossing the lesion, but the balloon was able to cross. The second mini trek balloon ruptured at the second inflation at 8 atm. The physician then decided to use an atherectomy device, as there was a heavy calcification. Then, an nc trek balloon was inflated successfully and a xience v stent was implanted at the lesion. Post-dilatation was performed to complete the procedure. It was reported that the device were prepped inside the patient's anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, wizard, guide cath: heartrail ii jr4. Device (B)(4): incorrect prep. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The mini trek is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the air-bleeding of the device was performed inside the patients body. It should be noted that the preparation for use section of the mini trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.